Manufacturer narrative:
Additional product codes: hrs, jds. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent elbow implantation of one (1) 2.7mm/3.5mm variable angle (va) locking compression plate (lcp) distal humerus dorsolateral plate (4 holes, right side), one (1) 2.7mm/3.5mm va-lcp distal humerus medial plate (4 holes, right side), seven (7) 2.7mm va locking screws, 3.5mm cortical screws, 3.5mm locking screws, and 4.0mm cancellous screws with washer. The patient was allowed movement (simple flex and extension) of the elbow, post-operatively, but was not allowed any weight bearing activity. Seven days after the operation, x-ray showed that the distal va locking screws backed out of the va lcp distal humerus dorsolateral plate. The x-ray also identified one (1) broken 4.0mm cancellous bone screw partially threaded, and malfunction of four (4) 2.7mm variable angle locking screws self-tapping. There was migration of both the va-lcp posterolateral distal humerus plate, and the 2.7mm/3.5mm va-lcp medial distal humerus plate. The 3.5mm/26mm locking screw self-tapping and 3.5mm/24mm cortex screw self-tapping were both cutout of the medial plate. It was noted that he variable angle elbow plates were not bent before the application of the plates, and the screws and were securely locked with a torque limiter. The first revision surgery was performed on an unknown date to remove the backed-out screws. A second revision procedure was performed to remove the entire dorsolateral plate and screws which included debridement of the wound. X-ray analysis was performed post-operatively which showed the va elbow medial plate was broken into two parts. Subsequently, a third revision surgery was performed to remove the broken va elbow medial plate. It is unknown if the procedures were completed successfully. This report is for one (1) 3.5mm cortex screw self-tapping 24mm. This is report 4 of 5 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).

Event description:
Upon receipt of the devices and the x-ray, complaint was re-reviewed and additional parts were added. The cancellous screw was determined to have migrated, the screw is not broken. (B)(4) captures first revision surgery due to back out of screws. (B)(4) captures revision surgery due to broken plate. (B)(4) captures revision surgery for wound debridement. Concomitant devices: washer (part: 219.980, lot: unknown, quantity: 1) this is report 4 of 10 for(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5 d4 d10 d11 e1: reporter contact number h4 h3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. H11 corrected data: g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Physical manufacturer device manufacture date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 204.824, lot: l307823, manufacturing site: mezzovico, release to warehouse date: 17 february 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary. Visual investigation: the cortex screw 3.5 self-tap l24 sst is intact without wear or damage. Functional test: a functional test is not appropriate for this device as it is not a locking head screw which has to be locked in a plate. Conclusion: the cortex screw 3.5 self-tap l24 sst is intact without wear or damage. The existing x-ray pictures determine the loosened and migrated screws to be locking head screws. There is no indication that the cortex screw 3.5 self-tap l24 sst also migrated from a plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. During the performed cq evaluation the root cause was identified as event related and therefore the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.